Event description:
The customer reported the small monitor on the extension stand on the side of the tower has lines and is hard to read.

Manufacturer narrative:
The ge service rep replaced the bad monitor and tested the system for proper operation.